Manufacturer narrative:
(B)(4). Batch # n90e2p. The analysis results of the pouch device found that it was received fully deploy. The suture and the bag were not returned for analysis. We were unable to analyze the sample utilized in the reported event as the bag was not returned for analysis. It could not be determine what may have cause the reported event. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore, a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the bag fall off the metal rim (support arms)? No. Did the pouch tear? Yes. If yes, did any piece of the pouch fall into the patient? Yes. If yes, was it retrieved? Yes. Did the specimen fall out of the bag? Yes. If yes, was it retrieved? Yes.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch broke open during extraction from port site. Case completed with another device of the same product code. There were no patient consequences reported.